Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient with a history of previous corneal refractive surgery experienced high vault, elevated iop, corneal edema, dislocation/subluxation, loss of bcva, uveitis, significant reduction of irido-corneal angles, iris issues, and pupil impairment. Reportedly, "both icls currently show a high vault. In the right eye (od) specifically, the lens appears to have lost its position entirely, resulting in pupillary blockage, corneal edema, and low visual acuity," and "last week: cornea clear, no inflammation, iop good, left eye pupille closed, right eye still dilated because the iris is trapped inferiorly. We started with spersa in order to try to close the pupille," and "angle looks relatively narrow." It was also reported that after lens removal, signs of uveitis were observed and the pupil remains unchanged and dilated. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
Manufacture narrative: iritis is an inflammatory condition which is common after intra-ocular surgery, however this is usually mild and does not require any additional interventions beyond the standard post-op regimen. In some cases, the degree of inflammation may be more severe and require extended steroid treatment. Procedural factors including excessive surgical manipulation and the use of pro-inflammatory substances in the eye may have contributed to the event. Mechanical insult to the iris can result in a prolonged or stronger inflammatory response. An exact cause could not be determined as the event could be multifactorial in nature including patient and/or procedure related factors. Secondary intervention to remove the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4)